Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however it was indicated by the field the non-abbott lead may have contributed to the event.

Event description:
During a follow up, noise causing oversensing on the right ventricular (rv) lead was noted potentially due to lead damage. Diagnostic imagining was performed and evidence of lead damage caused by a piece of an abandoned non-abbott lead was noted which may have caused damage to the durata lead. The lead will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences